Manufacturer narrative:
The customer continued to use the system and did not request service. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996. Vol.25 no.11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to mfg equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The surgeon reported 3 corneal burns. The surgeon is not blaming the system, accessories, or consumables. The surgeon stated all 3 of the cases had a very hard nucleus. The surgeon used healon 5, which he never uses, to maintain the chamber. Healon 5 is very dense and surgeon thinks the tip may have become plugged causing the burns. This report is for one pt, for additional pts see mfg report #'s 2028159-2008-00048, 2028159-2008-00049.